Event description:
The ortho summit sample handling system instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the black sleeve in position 4 stuck in the up position. Fse removed and cleaned black sleeve in position 4 and inspected all other tip and plunger clamps. The instrument was tested without further problem and was returned to expected operation.